Event description:
This complex, critically ill patient with acute necrotizing pancreatitis and long-standing rectal tube developed acute onset gi hemorrhage with hypotension. No sign of bleeding from nasogastric or nasoduodenal tube. The patient underwent egd and colonoscopy in angiography suite which showed rectal ulceration with profuse bleeding.